Manufacturer narrative:
Evaluation of the returned 6f select confirmed that the distal tip was fractured. This damage typically occurs if the device is forcefully retracted or otherwise forcefully manipulated against resistance. Further evaluation revealed that the distal tip was damaged. This damage is incidental to the reported complaint. If the device interacted with other devices in the procedure or patient anatomy, such as a stent, damage such as this may occur. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a medical procedure in the vertebral artery using a neuron select catheter 6f (6f select) and a neuron max 6f 088 long sheath (neuron max). During the procedure, the physician decided to retract the 6f select to change to a different catheter. While retracting, the physician noticed under fluoroscopy that the tip of the 6f select broke. Therefore, the physician used a snare device to remove the broken tip of the 6f select. The procedure ended at this point. It was reported that the stroke resolved itself with the tissue plasminogen activator (tpa) that had been administered. There was no report of an adverse effect to the patient.